Event description:
Procedure: reduction mammaplasty. According to the reporter: the suture extruded without purulent discharge or abscess. Pt had 3 areas of suture extrusion on right breast and the suture was removed. Pt still continues with 2 dehisced areas. Surgery date: (B) (4) 2010.

Manufacturer narrative:
(B) (4). (B) (4).